Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing cylinders were malpositioned. The existing ipp was also reported to have malfunctioned. The existing ipp was explanted and replaced with a new ipp as a result. There were no patient complications during the procedure, and the patient was reported to be doing well. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of malposition could not confirmed via product analysis. There was a hole in one cylinder that was the result of wear at the corner of a fold, input tube wear, and avulsion. The cylinder had broken fabric threads. There was also a hole in the other cylinder that was the result of wear at the corner of a fold, input tube wear, and avulsion. This cylinder had broken fabric threads and exhibited bulging when inflated. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered "unintended use error caused or contributed to event". This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing cylinders were malpositioned. The existing ipp was also reported to have malfunctioned. The existing ipp was explanted and replaced with a new ipp as a result. There were no patient complications during the procedure, and the patient was reported to be doing well. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.